Event description:
It was reported that air bubbles were observed within the canister. The customer's blood glucose level was 360 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.